Manufacturer narrative:
Upon completion of an audit of the dj orthopedics (B)(4), FDA issued a finding on 13 december 2018 that "procedures for receiving, reviewing, and evaluating complaints by a formally designated unit have not been adequately established." This report is being submitted as part of djo's efforts to address this finding. Reporter information: unknown. Device evaluated by MFR: one long thumb spica ii (ltsii), forearm based, blk, xs, l (part number 232-31-1111, lot number 170921-aa) was returned for evaluation. The unit was used; the boa cables were cut by the customer. The boa did not work because it was locked with screw and ring which is adjusted by the therapeutic specialist. This event was determined to be a fit issue. The device history record (DHR) was reviewed for the reported product with lot number 170921-aa. There was no information in the DHR that would indicate a problem that contributed to the reported complaint. Complaint data for similar products and issues going back 9 months has been reviewed. The trend indicates that reported customer complaints are within control.

Event description:
It was reported that the splint was placed for a scaphoid fracture and locked by the practitioner a month earlier. The key to unlock the boa system was not left with the patient. After a month of wearing, the splint seemed too tight and the pharmacy had to cut the cables to remove it. The patient had an allergic reaction due to maceration after wearing the brace too tight and not removing it for a month. The patient was reportedly prescribed laluset.